Manufacturer narrative:
Section a4: patient weight corrected. Section b2: outcomes attributed to adverse corrected. Section d4: primary UDI corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with right rectus abdominis muscle hematoma. It was presumed that the driveline passed close to the right rectus abdominis muscle, and that physical stimulation had caused an intramuscular hematoma. The patients international normalized ratio (inr) had increased to approximately 3 several days before the hematoma occurred. It was determined that the condition was due to a coagulation disorder. The patient received a heparin infusion and was to rest. They remained admitted until (B)(6) 2025.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.